Event description:
The pt was implanted with an ipg on (B)(6) 2005. It was reported that her ipg was explanted due to battery depletion. No program parameters were provided to determine if the ipg had reached its expected end-of-life nor was the low battery warning observed prior to the event. Effective stimulation was recaptured for the pt as a result of the surgical procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.